Event description:
Power low alarm audible and visual while on ac power while at dealer's office, orignal complaint from end user was the vent had "shut down" 3 times with alarm. Also mentioned user had damaged ac adapter connector causing intermittent power connection to vent. No patient harm reported